Event description:
Procedure: thoraco/pneumothorax. When operating, the knife would stop and stick in the middle. The black return knob would not return. The instrument had to be cut out to remove from the tissue. No pt injury reported.